Event description:
It was reported a patient presented in clinic for device replacement due to elective replacement indicator (eri). During the procedure, electromagnetic interference from electrocautery seemed to cause loss of capture on the patient's pacemaker. The device was successfully replaced. Post-procedure there were no patient consequences.

Event description:
It was reported a patient presented in clinic for device replacement due to elective replacement indicator (eri). During the procedure, electromagnetic interference from electrocautery seemed to cause loss of capture on the patient's pacemaker and the patient experienced arrhythmia. The device was successfully replaced. Post-procedure there were no patient consequences.